Event description:
It was reported that the customer had a low blood glucose level of 48 mg/dl and the paramedics were called. Customer was not using the pump for insulin but for continuous glucose monitoring (cgm). Customer stated that the cgm will work for 3 days and the sensor will work for 6 days. Customer stated that the pump did not wake him up and he kept turning it off. Customer stated that it finally woke him up. Customer is on injections not on the pump. Customer went to make orange juice and got out the glucagon kit. Customer called 911 and the paramedics hooked him to an IV to give him sugar. Customer thinks he might have reset it in the middle of the night. Customer was educated on off-label use with the enlite sensor and pump. Customer was advised to call their diabetes training center. Customer had a sensor alert with predictive lows. Customer did not test and treated because they felt low. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.